Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus elite ous mr 20mm x 4.00mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified no stent damage. The stent had moved distally and was no longer positioned between the marker bands. A review of the manufacturing stent profile data was performed and the stent od was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on device analysis completed on 15mar2021. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and and moderately calcified mid left anterior descending artery. A 20 x 4.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 16 x 3.50 promus elite drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that stent moved distally.